Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstance that led to the urge and shocking was that the patient had not used the remote for a long time. When she felt the need to adjust the stimulator, she had to install a new battery in the remote. It was after that that she received the bad shock. The patient changed the program and level and the urge was less now. The shock scared the patient and a manufacturing representative (rep) helped her adjust the level, but said nothing about the shock. The patient just waited for the shock to go away, which was 1-2 hours.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported she had experienced a loss/change of therapy. She was trying to increase stimulation as she was having the urge to go to the bathroom all the time. She indicated if she had just gone then she wouldn't go and would wait. The patient was not sure what she did but she got shocked. It was noted the therapy was on program 2 at 5.4 volts. The patient was assisted in increasing stimulation to 5.5 volts. Symptoms of urge frequency were reported. The symptoms began 3-4 weeks ago ((B)(6) 2016). The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.